Event description:
A malfunction was reported with the pump, indicated by a malf 3 code. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced, and the customer opted for multiple daily injection (mdi) as a backup to ensure uninterrupted insulin delivery.